Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station had a refrigerator failure. The customer reported that the lock on the refrigerator was not able to lock. The malfunction occurred while the user was trying to issue the medication, and there was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a refrigerator failure. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.